Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 208 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer was able to go through meter's memory but was unable to verify dates and time of results retrieved from meter because customer did not have the date and time set on the meter.